Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). The evaluation of the subject device by (B)(4) confirmed following: there was a leak from the rubber of the bending section. Within the leak point, a part of bending tube (cable support) detached at the location of 2.7 cm from the distal end of the insertion portion; there was a break of the bending section at the location of 3.5 cm from the distal end; there was a scratch inside of the instrument channel at the location of 3.5 cm from the distal end. The exact cause could not be determined at present, because the evaluation is in progress. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the physician in the user facility noticed the bending section of the subject device was angulated with abnormal shape (locked in flexion position) within the patient during an unspecified procedure. At that time the physician found a stone in the lower pole and angulated the bending section for the stone to the maximum angulation. The physician completed the intended procedure using the subject device and was able to withdraw the scope from the patient successfully. There was no report of patient injury in this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The insertion portion of the subject device was returned to olympus medical systems(omsc) for evaluation. The evaluation results are as follows; there was a hole in the bending section rubber near a part (second cable support) of the bending tube which was inside of the bending section and was guiding the bending cable. The bending tube broke around another part (third cable support) of the bending tube. The cable support unstacked from the bending tube. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. It is surmised that the cable supports were unstuck and the bending tube broke when the bending section was inserted forcibly while the bending section was angulated. The exact cause of the reported phenomenon was not conclusively determined, however, excessive force possibly caused the abnormal shape of the bending section during the procedure. The instruction already instructs; ¿if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿,¿ if significant resistance is felt during insertion due to an anatomical reason, do not insert, withdraw, or turn the insertion tube of the endoscope with excessive force. Ureter injury, bleeding, and/or perforation may occur.¿